Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed recently received notification via FDA sus voluntary event report # mw5095149 of reported issues with a vcare small (32mm) cup, item # 60-6085-200a, lot 202001061. It was reported the incident occurred at (B)(6) hospital, (B)(6) on (B)(6) 2020 and involved a malfunction of the device. The information received was that the vcare balloon and green cup became disconnected from the manipulator and were retained in the uterus until the uterus was removed from the patient. Additional information obtained indicates the issue occurred during a hysterectomy while the doctor was manipulating the uterus. The balloon deflated once the balloon and cuff were separated from the device. The green cervical cup came off as well. The issue occurred near the conclusion of the procedure, so the cervical cup and balloon were left in the uterus until the doctor was finished with the hysterectomy. The procedure was successfully completed. It was confirmed there was no impact or injury to the patient, and she is reported to be recovering from her surgery. This incident is being reported on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported complaint of device breakage is now confirmed. Conmed received one 60-6085-200a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled however all pieces of the device were received intact. . There is evidence of adhesion on the shaft where the uterine balloon was connected. Measurements were taken, the inner diameter of the green cervical cup measured at .200inches which is within spec. The blue cone measured at .202 inches which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of three (3) complaints for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 65 complaints, regarding 71 devices, for this device family and failure mode. During this same time frame 474,688 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.